Event description:
It was reported that during a low anterior resection, sigmoidectomy, the device was fired and the patient developed an intra-operative leak. The leak was fixed with suture and the case was completed. There was a post-operative leak and a re-operation was done and the patient received a colostomy. The colostomy site is infected. No device returning.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable.